Event description:
Pt experienced itching and burning feeling also the injection area was purple and inflamed. The doctor prescribed prednisone and medrol dose pack. Updated (B)(6)2010: pt was injected in nlf & oral commissures with 1 cc. She was injected on (B)(6)2009, she was having problems with it and called the office on (B)(6)2009. Injection site was red, burning and itching in the areas and was purple where she was injected and would swell up at night and the area felt hard and felt inflamed all day. She was given prednisone 20 mg for 4 days then 10 mg a day for 4 days and cortisone topical cream twice a day for a week. She was feeling better the next day, and on the 23rd site felt softer, but still swollen and purple. She returned in (B)(6) and all problems were resolved, but the filler did not last.

Manufacturer narrative:
Per product labeling, the product is indicated for use in the mid to deep dermis for the correction of moderate to severe facial wrinkles and folds (such as nasolabial folds). The device was not available to be returned. The batch record, including sterility testing records, was reviewed and met specifications, and did not reveal any issues with the alleged product lot.